Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the can't deliver therapy error message was not determined. It was unknown what actions were taken, and if the issue has resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the caller was using 200pw rate 800 and at 22.5 intensity with (B)(6). Caller reported they needed to use those contacts because of location (660 ohms). Caller changed to 210 pw and rate to 600 and was able to get 11.6. Caller will continue to change parameters so she can program patient appropriately. It was reported that there was an error message. It was reported that the error message showed "can't deliver therapy", the caller was unsure the number of the screen. Caller stated the patient had a programming adjustment done yesterday by a manufacturer's representative (rep). The caller stated the patient was at about 18ma in the office and at about 12ma now and was not able to adjust. The patient stated that since the office visit she was getting this screen but also stated stimulation was shutting off on her. It was reported that when the screen came up, the patient would check her stim ulation and it would show 0.0ma. No further complications were reported/anticipated.